Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 115 mg/dl. The customer stated that the up button is not working. The patient was asked if she recalls any significant events leading to the keypad issues and said no significant events. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
No unexpected scrolling of numbers noted on the pump. However, the pump had intermittent button response on the up arrow button due to moisture damage on the keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, a scratched reservoir tube window, a cracked reservoir tube, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.